Event description:
Tip of the metal shaft, onto which you put the head of the toothbrush, has snapped, this means that the head keeps slipping off - oral-b [device breakage] case narrative: 10-year-old male consumer via e-mail stated that the tip of the metal shaft on the oral-b toothbrush, onto which the oral-b toothbrush head was put on, snapped. The oral-b toothbrush head kept slipping off. No injury was reported. 11-may-2023 case update from information initially received on 27-apr-2023: the suspect product was oral-b power rechargeable toothbrush handle 4729. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Tip of the metal shaft, onto which you put the head of the toothbrush, has snapped, this means that the head keeps slipping off - oral-b [device breakage] case narrative: 10-year-old male consumer via e-mail stated that the tip of the metal shaft on the oral-b toothbrush, onto which the oral-b toothbrush head was put on, snapped. The oral-b toothbrush head kept slipping off. No injury was reported. 11-may-2023 case update from information initially received on 27-apr-2023: the suspect product was oral-b power rechargeable toothbrush handle 4729. No injury was reported.

Manufacturer narrative:
25-may-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.